Event description:
Ous MDR - it was reported that the lead was explanted after about 2 years because of oversensing and artifacts. No inappropriate shock had been delivered. The lead position in the x-ray image was unremarkable. No damage was seen at the lead.

Manufacturer narrative:
During the analysis of the lead, it could be noted that the insulation was damaged by fraying in the region of the heart valve. This damage can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires stress on the led during a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.